Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle leaked during use. The following information was provided by the initial reporter: material no. 305110 batch no. 9212459. It was reported that syringe was leaking from where the syringe and needle tip connect. Caller reported syringe was leaking where the syringe and needle tip connect. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8" needle. Product lot # - did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Will send replacement for wasted syringe/needle.